Event description:
It was reported that the right atrial lead exhibited exit block. Insulation damage was confirmed since the lead also exhibited high impedance and high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.